Event description:
Reference #1219856-2010-00187 for the first event and MDR #1219856-2010-00189 for the third event involving the same pt. It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped and it was found that the fiberoptix sensor (fos) would not zero. The md inserted the iab into the existing super arrow-flex (saf) sheath from the first iab insertion attempt. This iab became stuck as it was exiting the saf sheath. At this time, the iab and the saf sheath were removed as one unit. A third iab was requested.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.